Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device implanted.

Manufacturer narrative:
The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation of the nail was not possible because it was not available; the root cause could not be determined. It is reported that the surgeon rotated the target device after distal locking. After distal locking the nail is rotational secured, therefore most likely rotational forces were applied to the proximal nail pegs by the profile of the nail adapter so that the pegs got deformed and finally broken (user error). It is further reported that the surgeon tried to reduce the fracture gap. The humeral nail is designed with a compression feature to reduce fracture gaps; a rotation of the nail and/or target device is not necessary. Based on the DHR review and given information, a manufacturer related issue can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
During t2 humeral nail surgery, the surgeon inserted the nail into the patient bone, and inserted screw into the distal screw hole of the nail. The gap was seen when the surgeon checked fracture part. The surgeon made the target device be rotated, and tried to reduce fracture part. When the tip of target device and nail were checked, it turned out that proximal part of the nail has broken.

Event description:
During t2 humeral nail surgery, the surgeon inserted the nail into the patient bone, and inserted screw into the distal screw hole of the nail. The gap was seen when the surgeon checked fracture part. The surgeon made the target device be rotated, and tried to reduce fracture part. When the tip of target device and nail were checked, it turned out that proximal part of the nail has broken.